Event description:
It was reported that the ventilator generated an alarm indicating an excessive leakage. No more information was available. There was no patient harm reported. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating an excessive leakage. No more information was available. The ventilator was investigated on site by our field service engineer and further investigation revealed a dirty safety valve memrane. The issue has been resolved by cleaning the membrane (safety valve membrane) in the inspiratory pipe. No device logs provided. No root cause can be established. Safety valve is a part of the inspiratory section of the upper part of the patient unit. When the safety valve is opened, the inspiratory gas is let out from the inspiratory pipe via the safety outlet thus enabling a decrease in the inspiratory pressure. The opening of the safety valve mainly depends on the pressure inside the expiratory pipe. The higher pressure (e.g. 5 cmh2o above the preset upper pressure) triggers the alarm

Event description:
Manufacturer's ref. #: (B)(4).